Event description:
It was reported to philips that the system would not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the switch located at the top of the r cabinet was defective, preventing the flexvision pc from transmitting information to the monitor. Fse replaced the switch. After replacement, the system was returned to use in good working order.